Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed, due to limited information received from the customer. Device history record (DHR) review: was unable to be performed, as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day for an unknown reason. No revision procedure has been reported to date. No further information has been received.